Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the residual longevity displayed was equal to 3 years. The subject pacemaker was implanted in 2017 and a 3v ventricular output was programmed. The ventricular was paced 100% of the time. Preliminary analysis results showed that the estimated residual longevity is consistent with the residual longevity displayed.

Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20191118 - file-2019-02963 - analysis_and_closure_report_resp-2019-01616.pdf].

Manufacturer narrative:
The device involved in this MDR report is not approved for marketing in the united states; however, it is similar to a device manufacutred by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the residual longevity displayed was equal to 3 years. The subject pacemaker was implanted in 2017 and a 3v ventricular output was programmed. The ventricular was paced 100% of the time. Preliminary analysis results showed that the estimated residual longevity is consistent with the residual longevity displayed.